Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-feb-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and hemostatic valve separation issues occurred. The hemostatic valve (the white piece) came off as they advance the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath - large. The reporter stated that the rt (technician) doing this, has done it for a long time and did nothing wrong. The 2nd carto vizigo¿ 8.5f bi-directional guiding sheath - large had the same issue when setting the sheath up. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced and the third one worked just fine. The procedure continued with no patient consequence. Additional information was received on the event. The white part of the catheter that acts as a valve is what separated. The hemostasis valve (gasket) dislodged on both sheaths. Issue was resolved prior to patient being in room. The issues for both the sheaths were assessed as MDR reportable for hemostatic valve separation issues.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and hemostatic valve separation issues occurred. The hemostatic valve (the white piece) came off as they advance the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath - large. The reporter stated that the rt (technician) doing this, has done it for a long time and did nothing wrong. The 2nd carto vizigo¿ 8.5f bi-directional guiding sheath - large had the same issue when setting the sheath up. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced and the third one worked just fine. The procedure continued with no patient consequence. The device evaluation was completed on (B)(6)2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned carto vizigo sheath sample revealed that the hemostatic valve was found dislodged inside of the hub. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)